Manufacturer narrative:
The device was not returned. The monitor is not repairable as the product is obsolete. The investigation is ongoing and follow up with the facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the lower one-third of the the high-definition lcd (liquid crystal display) monitor exhibited intermittent image distortion. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.